Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, the customer performed a pump reset and was able to successfully resume insulin delivery. There was no reported impact to the customer's blood glucose levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.